Manufacturer narrative:
One 8f swartz braided introducer sheath, dilator and guidewire were received for evaluation. Testing revealed a leak at the sideport tubing during functional testing. The cause of the leak at the extension tubing is due to an excess amount of solvent used on the extension tubing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
An air leak was noted during the procedure when the device was pulled back. Air was aspirated even though the valve was closed. There were no consequences to the patient.